Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia event after removing their ilet due to a prior low glucose reading, with the continuous glucose monitor (cgm) showing ¿high¿; the device involved was the ilet system used with a dexcom g7 cgm, and the reported issue related to user handling rather than a device component malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose without emergency care or hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem; the medical device problem was classified as an improper or incorrect procedure or method, and the device component referenced in coding was the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.